Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer reported false positive architect sars-cov-2 igm results for a patient. The customer stated that the patient had a history of covid infection, but date of onset is unknown. The following data was provided (reference range: architect sars-cov-2 igm = < 1.00 index = negative, >/= 1.00 index = positive): on (B)(6) 2021 sid (B)(6) = sars-cov-2 igm = 10.97 index (positive), repeat = 11.33 index (positive). On (B)(6) 2021 the patient was tested at another facility and generated a negative result for sars-cov-2 igm (the testing information for this facility is unknown). On (B)(6) 2021 sid (B)(6) (repeated testing on sample collected on (B)(6) 2021) = sars-cov-2 igm = 13.05 index (positive), repeat = 12.95 index (positive); sars-cov-2 igg = 2.25 index (reference range: < 1.4 index = negative, >/= 1.4 index = positive) there is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Patient samples were not available for return. Specificity and sensitivity testing was completed using an in-house retained reagent lot 22167fn00 stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22167fn00 did not show any non-conformances or deviations relating to the customers issue. Labeling was reviewed and found to adequately address the issue under review. In this case, the patient has a history of covid infection. The sample was positive for igm and igg indicating the sample is positive for antibody. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. In this case, the patient has a history of covid infection, and the sample tested positive for igm and igg indicating the sample is positive for antibody. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Based on the investigation architect sars-cov-2 igm reagent lot 22167fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
Correction received on 04may2021: catalog no: initial: 06r86-22 / new: 06r86-23.

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.